Event description:
Per operative report: 3 months after insertion of device it stopped functioning properly. Pt in for removal and/or change of device during removal in or, the catheter slipped "into the deeper tissue".after unsuccessful attempt at retrieval, a vascular surgeon was called. This attempt also was unsuccessful. The pt was then intubated and the radiologist was called to remove catheter under fluoroscopy. Pt was extremely nauseated post-op and required hospitalization x 2 days. Discharged without further complication. Discovered kinked catheter was causing primary malfunction.